Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with meditrace electrodes. The customer reports that while using meditrace electrodes for ecp therapy, the electrodes caused blistering and sores on a patient. The customer further reports the electrodes are placed every morning five days per week and after noticing the blisters, they replaced them with a different pair of electrodes from another manufacturer. The customer further reports that the patient was treated with triple antibiotics.